Event description:
Biopsy forceps have a bent needle in the center of forceps. The needle sticks outside of the forceps when closed 1-2 mm these deceptive forceps may have contributed to damage to the scopes. Lot number 14671303, cat # 1333 boston scientific large capacity forceps.